Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6).device is not distributed in the united states, but is similar to device marketed in the USA. Part: 07.702.016s lot : 2a53471 release to warehouse date : (B)(6) 2022 expiration date : (B)(6) 2025 supplier: osartis gmbh manufacturing site: werk selzach a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in china as follows: it was reported that during surgery on (B)(6) 2023, the handle could not be pushed and pulled. It caused the cement to not mix evenly. Another device was used to complete the surgery, and there were no adverse consequences to the patient. There was no delay in surgery. No further information is available. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).